Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported placement of a midline by dr attempted placement on the left side. Insertion of the guide wire: no problems but when it had to be removed it was hooked and would not come out. Ultrasound check of the position of the guide: it was located 1.5 cm below the skin, hooked to the adipose panicle. Incision and dissection of the subcutaneous tissue around the guide wire with a cip box in order to remove the guide wire, when it came out the guide wire was rolled up and knotted on itself. Dr then called the plastic surgery intern to suture the wound. Placement of a midline on the right side, ras. Antibiotic prophylaxis carried out. Consequences of the event: scar on the left arm, additional home care. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a knotted guidewire is confirmed and was determined to be use related. Two photographs of a nitinol guidewire were returned for evaluation. An initial visual observation of the photographs showed a guidewire with a knot at the distal tip. The outer coating was observed to be damaged just proximal the knot. The guidewire was observed to have additional damage in the distal tip region. Use residue was observed on the sample in the returned photographs. The knot in the distal end of the guidewire was likely caused by repeated advancement and retraction of the guidewire against resistance within the vessel. This complaint will be recorded for future trending and monitoring purposes.